Event description:
It was reported that the asymptomatic patient was lost- to-follow-up and presented to the hospital for unrelated device reasons. An alert for extended charge time and device at eri was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of long charge tim was confirmed in the laboratory via review of the device image. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the long charge time was likely due to a low battery voltage. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.